Event description:
Reporter alleged finding a cross species code key in their blood glucose monitoring device test kit box. Reporter stated new vial of test strips code is 625 and alleged the code key is 850 and located in the 625 box. A request was made for the return of the suspect product and replacement product was sent.